Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found: breakage due to physical stress (handling problem), defects of the universal cord/video cable, insufficient cleaning (handling issue), and image display issue. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope exhibited communication error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. It was presumed from the suggested event that the failure of the image sensor, internal board of the video connector or the system caused the event. Olympus will continue to monitor field performance for this device.